Manufacturer narrative:
MFR rec'd a summons alleging a user got their foot caught between the footrest and caster resulting in the user falling from their chair. The user allegedly sustained a broken shoulder. The chair has been in service (B) (6) 2007. Service and maintenance history is unk. MDR filed based on alleged serious injury.

Event description:
The consumer allegedly got his right foot caught between the footboard and the front caster, twisting and pulling the consumer from the chair to the ground. The consumer allegedly sustained a broken right shoulder.